Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed without a rupture. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who had 700cc mentor memorygel breast implants placed experienced bilateral rupture and several unexplained systemic symptoms post procedure. The exact nature of the symptoms was not specified. As a result, an explant was performed on (B)(6) 2021. The patient stated that many of the symptoms were alleviated after explant. See 1645337-2021-11283 for contralateral prosthesis report.